Event description:
Head of the screw was broken off during insertion. It was reported that the screw provided good fixation and was left in the joint. Problem did not impact the pt. If this were to recur it may result in surgeon intervention at the time of the event.